Event description:
Inbound; pt reports cadd legacy pump alarms. No disposable clamp tubing alarm on both pumps with cadd flow stop cassette lot 4103164, exp 02/18/2026. Pump reservoir volume 54. Will return cassette, no further details provided.